Event description:
It was reported patient's ipg had reached end of life. As a result, patient underwent surgical intervention on (B)(6) 2024 to address the issue, it was determined that the lead boke/ fractured due to untangling loops that had scar tissue set in. As a result, the patient's ipg and lead were replaced. The ipg site was also repositioned per patient's request. Therapy was restored.

Manufacturer narrative:
Section a4: patient's weight is estimated. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.